Event description:
It was reported that the patient had a lead perforation. The patient was taken to the intensive care unit (ICU) and it is unknown which lead caused the perforation. No additional adverse patient effects were reported.

Event description:
It was reported that the patient had a lead perforation. The patient was taken to the intensive care unit (ICU) and it is unknown which lead caused the perforation. No additional adverse patient effects were reported.